Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly setting time/date on the pump).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (time/date) issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl without symptoms. Customer support (cs) completed troubleshooting and it as determined that the patient did not have the time/date correctly set in the pump. The patient contacted their healthcare professional (hcp) and the hcp provided treatment via phone to the patient. The patient resumed on the same pump. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly setting time/date on the pump.